Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Patient underwent revision surgery due to dislocation.